Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was protruding out of the chest. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service.